Event description:
It was reported the pt was no longer receiving effective stimulation to cover her pain area. X-rays showed no visible lead migration. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.